Manufacturer narrative:
Additional information was received that the patient's leads were not cut. The patient's lead was broken due to fall. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. No further information could be obtained regarding the products model and serial number. The explanted devices were not returned to bsn as it was kept by the patient.

Event description:
A report was received that the patient underwent a procedure for unknown reason where the leads were cut.

Event description:
A report was received that the patient underwent a procedure for unknown reason where the leads were cut.